Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. This complaint is confirmed based on a previously confirmed complaint. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® glass serum tube had blood that did not coagulate in over an hour, then the clot attached to the tube walls after centrifuging. No injury or medical intervention.